Manufacturer narrative:
Stryker evaluated the device and found the dump resistor r139 was broken. This was determined to be the cause of the reported issue.

Event description:
The distributor contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device delivered energy at an unexpected level. As a result inappropriate energy may be delivered.

Manufacturer narrative:
Stryker confirmed the reported issue and continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer will be provided with a replacement device.

Event description:
The distributor contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device delivered energy at an unexpected level. As a result inappropriate energy may be delivered.